Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report getting very low readings with his logic meter. Analysis run on clark error grid using competitive reading (180) vs. Bd readings of (30, 22) yielded data points in the c zone of the grid, outside of acceptable limits.